Event description:
A customer in the us reported to agfa when using their dx-d 100 unit, they experienced unintended movement. During the investigation by agfa, it was confirmed with the customer there were two (2) events of unintended movement. Agfa is reporting each event. This MDR report is for the first event. The first event occurred on (B)(6) 2018. The operator stated when pushing the handle to drive the unit, and then releasing the drive handle, the unit still drives and stops on its own after going 20-30cm. Agfa service responded and performed several checks of the unit, however agfa service could not duplicate the issue. After checking the gauges and the dead man bar, agfa service found these to be okay. The unit dmc voltages were found to be fluctuating significantly up and down". Agfa service replaced the dmc board and tested the unit. The unit was operating as intended and agfa service returned the unit to the customer. The second event occurred on (B)(6) 2018. The operator stated the unit drives when the handle is released and the unit is moving towards the right and down. The unit was removed from service. Agfa service responded and performed several checks of the unit. Agfa service replaced the motor reducers and performed a test drive of the unit. Agfa service could not replicate any unintended movements, however the test found the front wheel occasionally stopped turning properly. Agfa service replaced the wheel. The unit is now working as intended and no further occurrences have been reported. There has been no reported harm to patient or user during these events

Manufacturer narrative:
Corrected information: previously we have reported on april 25, 2018 the dx-d 100 system still drives on its own after going 20-30 cm. It has been confirmed on april 25, 2018 the system did drive for a distance but the distance was not specified. May 7, 2018 is when the x-d 100 system continued to drive on its own for 20-30 cm. We also previously reported on may 7, 2018 agfa service replaced a wheel on the system. It has been confirmed agfa service did not replace the wheel for this system. Additional information: on may 25, 2018, agfa service and the supplier sedecal visited the customer and replaced the motor (right). The motor replaced was reviewed and showed the cap of the encoder was open and the internal encorder was physically damaged. The unit is now working as intended and no further occurrences have been reported. There has been no reported harm to patient or user during these events.

Event description:
This supplemental report is to provide corrected and additional information.